Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead that was used for pacing and sensing exhibited noise. No issues were noted on the chronic high voltage right ventricular lead. The patient was admitted to the hospital and high voltage therapy was disabled. The patient presented on (B)(6) 2019 for procedure and the lead was capped and the chronic high voltage right ventricular lead was used to pace and sense. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable post procedure.